Manufacturer narrative:
One device was returned for repair in good condition. The was device was not serviced previously. When the pump was turned on, it showed that it was waiting to load software. The pump was updated to version v 1.6, the update was successful, and the pump worked properly. The pump passed all functional tests. Probable cause was software problem.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 44510. The event occurred during testing. There was no patient involvement, no patient injury was reported.